Event description:
Everytime energy is delivered, pt goes into v-fib. System setup with ep generator. Three times during case the pt went into v fib. A fluoroscope was in use. The staff ended up changing the generator, and the procedure was successful. Case-successful av node block procedure completed with another rf generator. Pt condition is good.